Event description:
It was reported that the left ventricular lead dislodged. The lead was explanted and an epicardial lead was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analysis found no anomalies. However, there was blood/body fluid on the outer tubing overly, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and visual analysis noted apparent explant damage.